Manufacturer narrative:
H10: the user facility submitted medwatch (B)(4) for this event. The customer reported a suspect lot number: dr21j26048. H10: an actual sample was received for evaluation. Visual inspection was performed using the naked eye, all components were correctly placed and according to specifications; however, it was noted the luer assembly was broken. Functional tests were performed which included pressure testing at 8 psi (pounds per square inch) and leak test. As a result, a leak was noted through the luer assembly due to the broken luer. Pull test (5 pounds) was also performed and no separation was noted. By the nature of the sample no additional testing could be performed. The reported condition was verified. Based on the sample evaluation, it was determined that the cause of the condition was due to the force applied by the user. A batch review was conducted on the suspect lot (manufacturing date: 10/27/2021) and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system non-dehp solution sets broke off into the patient¿s non-baxter clave. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.